Event description:
It was reported that the patient presented in the ER after receiving therapy. An alert for low, out of range high voltage lead impedance was observed after failure of therapy delivery in the rv-svc/can configuration. Successful therapy delivery occurred after programming svc coil off. Lead remains implanted. Patient will be monitored with routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.